Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of an infection and abscess with redness, inflammation, drainage, and itching and burning sensations. The patient consulted his physician and a surgeon. An oral antibiotic was prescribed as a precaution as the abscess was close to a lymph node. Although the patient did not remember the name of the medication, he took it 3 times per day for 5 days. The patient was referred to an ambulatory surgery center for further treatment of the area. After receiving the antibiotic and treatment, the patient felt fine. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).